Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had been in and out of the hospital because they were sick. The patient said these were not device-related, but were related to their parkinson's disease. They were falling a lot and had been sick with mobility issues and "all that kind of stuff". No further complications were reported as a result of this event.